Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an alarm is beeping on the device and it does not pass the battery insertion self-test. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.